Event description:
It was reported that during a navio ukr procedure, the doctor thought that the burr was getting dull. Upon switching out the bur, they were unable to slide the new bur down the long attachment. They used the old bur to slide down the opposite way on the long attachment, hoping to dislodge any bone partial obstructing the bur and were unable to slide the bur without it getting stuck. They swapped out the long attachment for its backup and used a new bur to finish the case. There was a delay of less than 30 minutes. No other complications were reported. Later, it was determined that the bearing was loose and lodged in the long attachment, and now the old bur is stuck inside.

Manufacturer narrative:
The navio long attachment, part pfsr110006 used for treatment was not made available to the designated complaint unit for evaluation thus, a visual and functional evaluation could not be performed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a contributing factor may be an obstruction due to damaged/broken parts. No containment or corrective actions are recommended at this time. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.